Event description:
It was reported that the patient was monitored remotely via Merlin.net. Review of the transmissions indicated noise oversensing on the right atrial lead, resulting in pacing inhibition and inappropriate mode switching.